Event description:
The event involved a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch where the customer reported an unspecified connection separation/deformation. There was unknown patient involvement and unknown patient harm. No additional information was provided. This is the second of two events.

Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If additional information becomes available a supplemental report will be submitted.